Event description:
In 2007, the customer reported to bsc that during a hemostasis procedure with a male patient (age unknown), the resolution clip deployed prior to opening, and did not grasp the tissue; however, the next two clips being used would not release from the catheter and had to be pulled away from the tissue. The resolution clips were removed from the tissue with no additional trauma occurring at the bleed site, however, the patient continued to bleed and was brought to surgery. The bleeding was stopped through surgery, but the condition of the patient is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Please note associated medwatch reports 6000048-2007-00058 & 6000048-2007-00060.